Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 46 mg/dl at the time of the incident. The customer¿s current blood glucose level was 148 mg/dl. Customer was treated with food. Customer alleged for over delivery as the customer was experiencing the issues for over 2 months and it was progressively happening . Customer stated that buttons were sticking. Customer stated battery was lasting that long. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.